Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 with blood glucose reported at 495 mg/dl after multiple infusion site changes. The patient noted insulin leaking from the infusion site, and it was suspected that scar tissue prevented adequate insulin absorption and the patient also reported symptoms included hyperglycemia and urinary frequency/polyuria. No further information available.